Event description:
The hospital reported that when an endoscopic vein harvesting procedure was completed, the harvester removed the hemopro device and discovered the c-ring had broken in the pt's leg. They removed the c-ring by converting to an open leg procedure. The hospital did not report any pt complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed 3 months prior from the occurrence date because the lot # was unk. There was no conformance which could have attributed to this failure mode.